Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 305165 and lot numbers 2299299 and 3055942. The review did not reveal any detected abnormalities during the production process that could have contributed to these defects and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received material #: 305165, batch #: 2299299, 3055942. It was reported by customer that there was burring and particulates along the length of the needle. Verbatim: "we recently bought 10 cases of part bd-305165: needle bd single use 21g x 1" green. We received 7 cases of lot 2299299 and 3 cases of 3055942. During testing the lab was seeing abnormal needle performance. Upon further internal investigation it was noticed there was burring and particulates along the length of the needle. Therefore, these are unusable. We received lot 2228051 in a prior delivery, and they are working as expected. I was wondering if it was possible to get more cases of lot 2228051 or a completely new lot delivered?"

Event description:
Material #: (B)(4). Batch #: 2299299, 3055942. It was reported by customer that there was burring and particulates along the length of the needle. Verbatim: "we recently bought (B)(4) cases of part bd-305165: needle bd single use 21g x 1" green. We received (B)(4) cases of lot 2299299 and (B)(4) cases of 3055942. During testing the lab was seeing abnormal needle performance. Upon further internal investigation it was noticed there was burring and particulates along the length of the needle. Therefore, these are unusable. We received lot 2228051 in a prior delivery, and they are working as expected. I was wondering if it was possible to get more cases of lot 2228051 or a completely new lot delivered?"

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement. Device problem code: a180104 - device contamination with chemical or other material. Batch 3055942: manufacture date 2023-02-24. Batch 2299299: manufacture date 2028-01-31.